Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he inserted a new battery the insulin pump stayed on number 6 and then tried to startup but alarmed battery out limit. The battery out limit alarm would not clear after trying several batteries. The customer was off the insulin pump since saturday because it locked up the alarm and it would not blink. He reverted to shots. Customer's blood glucose level was not reported. The device was not returned.